Event description:
A surgeon reported that during surgery, bubbles are frequently experienced in spite of flushing the infusion line. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).